Event description:
The customer complained that the battery of the vyntus walk tablet is swollen. There was no patient involvement reported.

Manufacturer narrative:
The affected device has not been returned and the investigation is based on the pictures provided by the customer. The provided pictures show that the battery of the device is swollen. Therefore the reported issue could be confirmed. The samsung tablet is a third party device with appropriate documentation and have the appropriate declaration of conformity on file and adhere to all applicable safety standards. The lithium-ion batteries used in tablets are known to have the potential to swell within the device. The defective tablet will be replaced. As soon as the remedial action is completed a follow up report will be submitted. The risk evaluation results in a risk acceptance level of an acceptable health risk.